Event description:
The customer reported to customer service that the ¿power cord¿ for her breast pump ¿cracked in half and fell apart.¿ she did not witness any sparking or fire and an injury did not occur.

Manufacturer narrative:
A replacement power adapter was sent to the customer. In follow up with the customer she indicated that ¿after a while of use,¿ the corner of the transformer housing cracked and then progressed to the point where the entire housing came apart, exposing inner electronics. She did not witness any smoke, fire or sparking and an injury was not sustained as a result of the issue. She also indicated that she would return the power adapter. However, as of the date of this report, the product has not been received. Though the product has not been received and evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.